Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose. The customer's high blood glucose level was 466 mg/dl and their low blood glucose level was 40 mg/dl. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer stated that the retainer ring was intact, and the reservoir was locking in place. Performed high-pressure test and it passed. The auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.